Manufacturer narrative:
Date rec¿d by MFR : 14jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery and the issue was resolved. The battery charged normally. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery failed on the unit. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.